Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No conclusion can be drawn as additional service information was not provided.